Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. Unit was primed to fill in decontamination. Device failed with calibration error 02. Flow and filling issues noted. The mixing pump was noted to be weak during evaluation. Performed a 2000-hour pm on the device. Serviced circulation pump as part of the 2000-hour pm. As part of the pm, serviced mixing pump and replaced heater, drain valves, and manifold o-rings. Replaced coin cell due to age. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they purchased a new ctu and the device still failed with calibration error 02. It was stated that the expected value was -7.0 and the actual value was -2.9. It was determined during the functional check that the device had a failing circulation pump. The customer requested a quote for a 2000-hour service. They stated that their device failed calibration error 2. Biomed stated that the ctu had been given to his team by a sales representative back in (B)(6) 2007. The ctu was never calibrated and required calibration. They stated that they would purchase a new ctu. Per follow up via phone on (B)(6) 2024, no patient involvement. Sample received. Per sample evaluation results on 06feb2024, it was reported that the arctic sun device had weak mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they purchased a new ctu and the device still failed with calibration error 02. It was stated that the expected value was -7.0 and the actual value was -2.9. It was determined during the functional check that the device had a failing circulation pump. The customer requested a quote for a 2000-hour service. They stated that their device failed calibration error 2. Biomed stated that the ctu had been given to his team by a sales representative back in 2007. The ctu was never calibrated and required calibration. They stated that they would purchase a new ctu.